Event description:
A malfunction alarm labeled as alarm 20 was reported during the loading process of the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was assisted by technical support in properly loading a new cartridge and successfully resumed insulin therapy.